Manufacturer narrative:
(B)(4).

Event description:
It was reported that nonsustained v oversensing was observed. The asymptomatic patient presented in the emergency room after receiving a patient notifier. Nonsustained v oversensing episodes were noted to have began when the patient ceased taking medication. The patient resumed taking the medication.